Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set blockage. Troubleshooting confirmed that the blockage was located at the site. This event occurred on (B)(6) 2025. Customer changed supplies as necessary and resumed insulin therapy. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this (B)(4) with malfunction code occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified). The batch 6006014 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 03 and wi guidance for functional testing for complaints area version 02 for the occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified). Complaint investigation. Test results: visual test according to wi version 3 on reference samples, reference samples passed the test. Functional (flow test) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6006014 was packaged according to the wi version 96, manufactured in the machine multivac 10, on (B)(6) 2024 with a total of (B)(4) units. Welding DHR review: the lot 4c00367 was manufactured according to the wi version 33, manufactured in the machine ls24-ls25, on (B)(6) 2024 with a total of (B)(4) units. The lot 4c00368 was manufactured according to the wi version 33, manufactured in the machine ls24-ls25, on (B)(6) 2024 with a total of (B)(4) units. The lot 4c01730 was manufactured according to the wi version 33, manufactured in the machine ls06-ls07, on (B)(6) 2024 with a total of (B)(4) units. Gluing connector DHR review: the lot 4c00336 was manufactured according to the wi version 37, manufactured in the machine gluing 3, on (B)(6) 2024 with a total of (B)(4) units. The lot 4c00356 was manufactured according to the wi version 37, manufactured in the machine gluing 3, on (B)(6) 2024 with a total of (B)(4) units. The lot 4c00357 was manufactured according to the wi version 37, manufactured in the machine gluing 3, on (B)(6) 2024 with a total of (B)(4) units. The lot 4c00358 was manufactured according to the wi version 37, manufactured in the machine gluing 3, on (B)(6) 2024 with a total of (B)(4) units. Trending: a query was run in database on (B)(6) 2025 against malfunction code evaluated occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 6006014 and no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.